Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Customer reverted to using an alternate pump for insulin therapy.